Manufacturer narrative:
(B)(4). Field service was on site to evaluate report of fluence errors - verified same. Removed and replaced igbt hvps which resolved the issue - system conforms to all abbott specifications. While on site the flat calibration ablation needed adjustment from +.125 to -.125 no other observations have been made - systemconforms to all abbott specifications all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that system gave laser energy errors and stopped 25% into treatment. Customer tried to do a boost however, issue did not resolve. Customer tried to do a refill but couldn''t complete the patient treatment. Patient would return to complete treatment.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.